Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 213, the reporter contacted animas stating that the display screen was foggy after exposure to moisture. The reporter noted that the audio bolus button was peeling. There is no adverse event with this complaint. This complaint is being reported because the alleged complaint could not be resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons responded appropriately. There was no evidence of contamination found under the key contacts. The audio bolus button cover was found to be lifting from the base. The button was operable and responding appropriately. The pump failed a leak test and evaluation revealed moisture on the display screen.